Event description:
The pt rec'd his scs system on (B)(6) 2010 including an ipg. It was reported the pt is experiencing intermittent stimulation. An impedance check was performed and x-rays were taken. No anomalies were revealed. The ipg will be replaced on a later date. No further info is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.